Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a procedure, the reamer fractured. In an effort to remove the fragments, the patient's wound was extended. Most fragments were removed, however some fragments were retained in the patient's wound. There was a thirty minute delay to remove fragments.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, concomitant medical products, initial reporter name and address, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, device manufacture date. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the returned product is fractured into fragments. Discoloration is seen on the shaft. Also noted that the cutting head is dull and worn out with multiple gauges on it indicative of heavy usage. The dullness on the cutting edges will lead to increase the stress on the instrument when used. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.